Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that wound drainage body was twisted and did not suction well.

Manufacturer narrative:
The reported issue was confirmed - cause unknown. Visual: visual evaluation of the returned sample noted one opened (with original packaging), flat drain tube. Visual inspection of the sample noted the flat drain tube was kinked with a bend. This does not meet specification per ip7600205, revision 11 which states "no kinks in hubless drain are permitted". The labeling is found to be adequate. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that wound drainage body was twisted and did not suction well.